Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was damaged/detached and there was liquid in the battery compartment. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log found the device shows 41980 error. Functional testing was performed, and the device shows 41980 error. The primary problem was with a defective printed wire assembly. The pwa, dso seal and battery compartment were all replaced.

Event description:
It was reported that the device battery was burned. There was unknown patient involvement and no patient harm/adverse event reported.